Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157848 lot 920380 m2a cup 48x42mm, 157442 lot 207660 m2a head 42mm, 103203 lot 484280 taperloc femoral stem 9.0x137mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04895 head, 0001825034 - 2019 - 04897 cup, 0001825034 - 2019 - 04896 stem.

Event description:
It was reported that the patient had an initial right total hip arthroplasty and subsequently was revised nine years later due to increased pain and metal ion levels, as well as osteolysis and bone remodeling diagnosed on imaging. During the revision, thickening of the synovial tissue and local tissue reaction was noted. An extended trochanteric osteotomy was performed to remove the femoral stem, and a trochanteric plate with wires was required to stabilize the fixation due to erosion of the calcar. The head, neck, and stem were placed without further complication. Attempts were made to obtain additional information; however, none was available.